Event description:
It was reported that the patient underwent a spinal surgical procedure to treat a l4 burst fracture with instrumentation at l3 and l5. It was reported that during rod insertion, the left rod was disengaged from the rod inserter within the patient. The surgeon was able to re-engage the rod with the inserter within the patient, and the procedure was completed without any further incident. No patient complications were reported.

Manufacturer narrative:
The product was returned for evaluation. Visual examination of the instrument did not reveal any material or functional damage in terms of fracture, cracking, wearing, or breakage. Rod inserter attachment arms and levers open and close and function normally. Rod inserter rod attachment lever opens normally and securely retained sample rod when closed. Sample rod used to functionally test for rod disengagement; sample rod properly retained. Additionally, lmc/mmc rod simulation gage (B)(4) used to verify proper retention; lmc and mmc conditions properly retained. Rod inserter also inspected for 0.5 max gap dimension and found to be within print specification. Unable to replicate customer concern; after visual, functional, and dimensional evaluation, the instrument functions as intended.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.